Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/not provided. Device evaluation: the system was evaluated by a field service engineer (fse). The fse found oscillator power to be low so the oscillator was cleaned and realigned. A preventative maintenance was performed by cleaning optics, filling coolant and verifying operation. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that on (B)(6) 2021 customer received an oscillator mode lock error during an active treatment, thus stopping the treatment mid-procedure. The customer attempted a reboot however the error persisted. A bandage contact lens (bcl) was placed on the patient¿s unknown eye. There was no patient injury reported.